Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, inadequate capture, and r wave amplitude variation. The reported event of helix mechanism issue was confirmed but the reported events of inadequate capture, and r wave amplitude variation were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. X-ray examination showed that the inner coil at the connector region was overtorqued and the helix was extended and was bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was due to the helix being bent and the overtorqued inner coil at the connector region was consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies except for damage consistent with procedural damage.

Event description:
It was reported that during an in-clinic follow-up, r-wave amp variation and inadequate capture were noted on the right ventricular (rv) lead. Lead dislodgement was suspected to be the cause of the event and a revision procedure was performed to resolve the event. During the procedure, the lead fixation helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.